Event description:
It was reported that, "patient had a two level plif at l4-5 and l5-s1 with avs pl spacers and xia ii screws a/p and lateral images were done showing left side spacers had extruded posteriorly from the interbody space. A CT myelogram was also ordered showing the displaced implants impingement of the thoca sac at both levels. L4-5 at 7mm encroachment, l5-s1 8.5mm encroachment. Revision was performed, where a 10.25.4deg spacer was explanted from left side l5-s1, and a 10x25x0deg spacer explanted from left side l4-5."

Manufacturer narrative:
Additional information and implants have been requested and if received will be provided on a supplemental. In addition, cat# 48345104 avs pl spacer 10 x 25 x 4 deg - 8 was referenced, it is unknown which, if any, of the devices may have caused or contributed to the event.